Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call needing assistance with replacing sensor and had blood at site. The customer¿s blood glucose level was 237 mg/dl at the time of the incident. The customer states there was blood at site on sensor. The customer states it occurred starting 2010 till this year, her blood glucose levels ranged from 200s, 300s and 400s. The customer declined to trouble shoot for high blood glucose levels and blood at site for the infusion set. The insulin pump will not be returning for analysis.

Manufacturer narrative:
The information that provided in date of event with the initial report was incorrect. The correct event date is (B)(6) 2018. (B)(4).